Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. It was reported that the experienced ventilator inoperative conditions represented by record of a device error code indicating 3 reboots occurred within 24 hours. It was reported the device software was re-loaded; however, the problem still exists. Philips is currently investigating this complaint; however, the device examination has not yet been completed. If additional information is received, a follow-up report will be filed.